Event description:
It was reported that the 9900 system c-arm only goes up and not down. It was also noted that the system rebooted. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply and the fluoro function board. The system was tested and found to be working as intended and placed back into service.